Manufacturer narrative:
The UDI number is (B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no CT performed; the native annulus area and calcification, and native leaflet calcification specifics are unknown. It is likely that the loss of imaging during deployment in addition to these unknown patient factors contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no CT performed; the native annulus area and calcification, and native leaflet calcification specifics are unknown. It is likely that the loss of imaging during deployment in addition to these unknown patient factors contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the deployment of the 26mm sapien xt via transapical approach, the valve landed 10/90 aortic ventricular (a/v), and a second valve was placed. Initially, the sapien xt was positioned 60/40 a/v. 19ml of contrast volume was used to inflate the delivery system balloon. However, cine x-ray visualization was temporarily lost during deployment, and the sapien xt was placed in the lv. The delivery system was withdrawn into the valve, inflated, and used to advance the valve into the annulus. The sapien xt was then implanted into the annulus 10/90 a/v and post dilated with a 28mm zmed balloon. 22ml of contrast solution used in the delivery system was used to deploy a second sapien xt 50:50 into the annulus. The patient remained relatively stable throughout the procedure and was transported to ICU. The patient¿s native annulus measured 430 by 3d tee. There are no CT measurements available. Native annular, leaflet, and root calcification are unknown. The root cause was attributed to possible undersizing of the valve and loss of visualization during deployment.